Manufacturer narrative:
Unit received with an e15 error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to e15 alarm.

Event description:
The customer reported via phone call that their insulin pump had external flash crc error. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer reports the insulin pump did require rewind. Customer was able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.